Event description:
It was reported to philips healthcare that the device's etco2 function did not provide a reading during a patient event. There was no negative patient impact.

Manufacturer narrative:
(B)(4).